Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a safil packet. It was noted that there were 9 needles and sutures in the pack instead of 8. This was found during surgery. Additional information was not provided.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 1 open pouch. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. According to the information received, the batch is most likely (B)(4). Unfortunately, the package was discarded and there is no way to confirm the batch. There are no previous complaints of the possible code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. A review of the batch manufacturing record show there are no incidences related to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. We have received one open sample without aluminum pouch (first pack available). There is only the support cardboard available and 4 sutures inside the pack. Two of them are placed in the same foam position (spot). We understand that the customer found 9 sutures instead of 8, but we could not detect it. The root cause of this case is determined to be a human error by the operator that winds the sutures in the pack. The operator placed two sutures in one spot making a total count of nine sutures in the pack instead of eight as stated in the product description. Taking into account that no other customer complaints have been received concerning this issue, we consider that this is an isolated defect. Final conclusion: taking into account that the results of sample received does not fulfil braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.